Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Xtw (lot: 31115a1079) was implanted successfully, reducing mr to grade 1. There were no adverse effects or complications during the procedure. On 03 july 2024, it was reported that the patient passed away on an unknown date. It was reported that the status of the mitraclip was normal and no issue occurred with the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death, stroke, and pulmonary edema were unable to be determined. The reported patient effects of death and cerebrovascular accident, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death is estimated. B3 event date: updated. H6 health effect - clinical code: 2020 pulmonary edema and 1770 cerebrovascular accident added.

Event description:
Subsequent to the previously filed report, additional information was received. Following the procedure, the patient would not wake up completely post procedure and was incoherent. A stroke was thought to have occurred, but computerized tomography (CT) and neural examination did not find conclusive proof. 3 to 4 days later the patient developed flash pulmonary edema and was intubated. It was reported that the patient passed away on an unknown date after family decided to pull support. It was reported that the status of the mitraclip was normal and no issue occurred with the device.